Event description:
It was reported that patient was recently reimplanted with inflatable penile prosthesis (ipp) has since eroded on right corpora. All ipp components were explanted and a new tactra device was implanted on left side only.